Event description:
Per the clinic, it was reported that the patient has experienced discomfort and underwent a revision surgery on (B)(6) 2025 under general anesthesia, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the attract magnet was removed and an implant was placed on the internal fixture.